Event description:
Material #: unknown batch#: 3348051 it was reported that the bd syringe 0.3ml 31ga 6mm halfunit 10bag had foreign matter. The following information was provided by the initial reporter: "customer purchased syringes from brookshire brothers pharmacy and states that 3 of the syringes had a liquid in them." Lot: 3348051 unable to provide material number qty: (B)(4). Verbatim: complaint received via email(s) attached. Complaint received by phone call on 03-may-2024. Customer purchased syringes from brookshire brothers pharmacy and states that 3 of the syringes had a liquid in them. Lot: 3348051 unable to provide material number qty: (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.